Manufacturer narrative:
(B)(4). Date sent: 7/14/2023. D4: batch # 343c45. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 33 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. In addition, some b-formed staples on the reload deck were noted. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 343c45, and no non-conformances were identified.

Event description:
It was reported that during an open oncology case on the distal end on the second firing, they were using a blue reload and the distal end of the staples did not form a b formation. Where it needed to be the formation. Surgeon was concerned that this happened. Stated that there was no issue with the anastomosis. Another like device was used to complete the procedure. There was no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/2/2023. D4 batch #370c51. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023.